Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the 550 device. Hcp reported two hours into a four hour treatment (tx) 0.75 kg had been removed and pt complained of cramping. A goal of 0.8kg was to be removed. No alarms were noted. Hcp administered 3-4cc hypertonic solution and 200 cc normal saline. Pt symptoms resolved. Hcp turned the goal off and at the end of tx 0.95 kg was the total uf removed. Hcp reported the ultrafiltrate controller was turned on and the dialyzer being used was f70. Pre-tx weight: 81.6 kg, dry wt: 81 kg. Physician has increased pt dry wt over the last month due to pt complaining of "feeling bad" for a long period following tx.